Manufacturer narrative:
Analysis will not be required as additional information was received indicating the reported event was related to a pre-existing clotting problem, there was no device malfunction or adverse event associated with the device. Reportedly, the proglide device was used in the patient¿s arm. It should be noted that the electronic perclose proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures.b1 and h1: subsequent to the initial report, it was confirmed that there was no reported issue or adverse event associated with the proglide device. H6: health effect clinical code 1942 and 4440 removed. H6: health effect impact code 4641 and 4604 removed. H6: medical device problem code 2993 removed.

Event description:
Subsequent to the initial report, additional information was provided: the clot formation was not related to the use of the proglide device but due to the patient's pre-existing condition. There was no reported issue or adverse event associated with the proglide device. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 1494 clarifier- incorrect anatomyna.

Event description:
It was reported that an arteriotomy closure of the brachial artery was achieved with a proglide device after an abdominal aortic aneurysm interventional procedure. Reportedly, the arm was ischemic and a catheter was used to remove clot formation [thrombosis]. Due to the need for the re-intervention, a clinically significant delay was reported. No additional information was provided.